Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the video system center did not produce an image when shaking the loose video connector. There was no patient involvement.

Event description:
It was reported no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: b5, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned, and an evaluation was completed. During the inspection, olympus confirmed the reported event of no image. In addition, the following non-reportable malfunctions were found during the device evaluation: a loose connector. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed due to a communication failure caused by the loose video connector. Olympus will continue to monitor field performance for this device.